Event description:
It was reported that, at 53,823 joules; 13 minutes, "blown tip - tip was retrieved from bladder" was noted. The fiber was exchanged and the procedure was completed. "No patient injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the heat shrink tube is melted/missing at the distal end; the fiber is blackened at the distal end along 1 inch. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.